Event description:
It was reported that a cgm error 42 occurred with the customer's g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the customer through the process, after which the pump no longer displayed the cgm error code.